Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare has recommended to the hospital to replace the display unit.

Event description:
The hospital reported the unit had a blank screen at power up. There was no report of patient involvement.